Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found in a bd angiocath¿ plus IV catheter. There was no report of exposure, injury or medical intervention.

Event description:
It was reported that foreign matter was found in a bd angiocath¿ plus IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one photo was returned for investigation. A lump was observed in the returned photo. Two actual samples were returned for investigation. The actual samples were subjected to visual inspection. Clear and transparent fiber was observed on both returned samples. The clear and transparent fibers were subjected to fourier transform infrared spectroscopy test. The ftir results showed that the spectrum of the clear and transparent fiber of sample 1 had matched the spectrum of polyurethane. The ftir results showed that the spectrum of the clear and transparent fiber of sample 2 had matched the spectrum of cellulose. Clear and transparent fiber was observed on both returned samples. Polyurethane: the catheter is of polyurethane material. The fiber could have been transferred from the manufacturing environment during the manufacturing process. Cellulose: cellulose material is commonly found in paper, wood, wiper, fabric industry and similar materials. Upon further investigation, the fiber could have been transferred from the manufacturing environment during handling or the assembly process. DHR review of packaged needle batch 8082142, catalogue number 382412 and its assembled needle batches 8082112 and 8053390, part number 8365076 showed no complaints for similar nonconformance. No quality notification was raised and no abnormality showed on preventive maintenance, calibration and equipment history records. Job aid for housekeeping standard in insyte assembly and packaging process had been established. A communication will be conducted to all manufacturing associates to raise awareness on both nonconformance, proper gmp and housekeeping procedures.

Event description:
It was reported that foreign matter was found in a bd angiocath plus IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.